Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers (con306395, con306394) were returned for evaluation. There were no performance allegations reported against con306394. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of con306395 revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, visual inspection of con306395 and con306394 under 10x magnification revealed hairline cracks around power port two (2) of each controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con306395 and con306394 fall within the bounds of this CAPA. Failure analysis of con306394 revealed that the controller passed functional testing. Review of con306394's log files did not reveal any anomalies related to the reported event. Multiple low flow alarms were recorded on con306394 on 09-21-2020 and 09-22-2020. This is additional observation not related to the reported event. Based on the risk documentation, possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Functional testing of con306395 revealed that the no power alarm only sounded for about three (3) seconds when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery that powers the no power alarm was swollen. After the internal battery was replaced, the controller performed as intended. Review of the controller log files associated with con306395 revealed a controller fault alarm logged on 2 0-sep-2020 at 21:01:41, indicating an issue with the internal battery. As a result, the reported event was confirmed. In addition, log files revealed that con306395 had been in use for more than two (2) years. The most likely root cause of the reported event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 30-jun-2018/ serial #: (B)(6) UDI #: (B)(4). D9: yes, return date: 08-oct-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0404 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A second controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.